Event description:
The customer reported that the device spontaneously discharged during the opcheck.

Manufacturer narrative:
The customer reported that the device spontaneously discharged during the opcheck. The unit was evaluated at philips, and the symptom was verified. Multiple parts were replaced to resolve the issue. Since multiple parts were replaced, we cannot determine the cause of the malfunction.